Event description:
It was reported that the hv lead impedance has been steadily increasing along with the capture threshold. X-ray was inclusive. Lead replacement was recommended. However, the physician opted to monitor the lead impedance issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.